Event description:
Boston scientific crm received information that the patient with this device reportedly heard tones from it and presumes that it is due to battery depletion. The patient inquired if there was a device that could last 10-15 years. Approximately, seven months prior, a health care practitioner requested a longevity calculation for this device. An estimate of 1-2 years was predicted at that time.

Event description:
Subsequently, this device was explanted and returned for anlaysis.

Manufacturer narrative:
At this time, no additional information is available. No adverse patient effects have been reported and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.